Manufacturer narrative:
The service engineer (se) inspected the device and reseated connections in the card cage and at the power distribution circuits. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient, the 980 ventilator shut down. The patient was transferred to an alternate ventilator with no patient harm.